Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter on (B)(6) 2015. It was further reported that the patient took acetaminophen against user guide recommendations. At the time of contact, the patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).